Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2006 including an ipg. It was reported the patient lost stimulation. The charger could no longer charge the ipg. The last time she fully charged her ipg was (B)(6) 2011. The patient was sent a new charger to resolve the issue, but was unsuccessful. As a result, the patient's ipg was explanted and replaced. Stimulation was regained post-op.